Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator and right atrial lead exhibited noise resulting in auto mode switch episodes. All other lead measurements were stable. No device intervention or patient symptoms were reported.